Manufacturer narrative:
Possible root causes of suspected false positive results discovered through amazon reviews are followings: 1. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result after 15 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. 2. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes. In the absence of the personal information and inability to communicate with the complainant, it would be difficult to rule out potential root causes identified above.

Event description:
I wanted to share that the on/go test I took gave me a false positive. The day after getting a positive result from the on/go home test I got a negative result from a vault pcr test. During the week that I was required to stay home from work I got negative results on two more home tests (one on/go one another brand) and one more vault pcr test. That's four negative tests immediately following the presumably false positive on the on/go test.